Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. Pain medications were injected to treat the pain but were unsuccessful. The physician's evaluation confirmed that the cls was implanted in a relatively superficial position, which may have contributed to the patient's reported symptoms.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - evaluation codes. The evoke closed loop stimulator (cls) remains implanted. The root cause of the pain at the evoke cls implant site cannot be definitively determined; however, the physician noted that the cls was positioned relatively superficially beneath the skin, which may have contributed to the reported pain. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites which may require surgery (including revision, explant, and replacement) as a result.¿